Manufacturer narrative:
The recipient was a non-user of the device. The recipient reportedly experienced a mental health episode and removed the implanted device. The recipient received treatment (type unknown) at the emergency room. The recipient was not reimplanted. The device will reportedly not return for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's outbreak was not device related. The recipient is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was explanted. The recipient reportedly has schizophrenia. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient underwent reconstructive surgery with removal of remains on (B)(6) 2012. The recipient's issue is not device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.